Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedances on three contacts of the lead. Lead fracture was noted. The patient underwent a revision procedure wherein the leads, anchors, and ipg was replaced and relocated per physicians preference. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had no pain relief from the stimulator due to high impedance and lead fracture.

Event description:
A report was received that the patient had high impedances on three contacts of the lead. Lead fracture was noted. The patient underwent a revision procedure wherein the leads, anchors, and ipg was replaced and relocated per physicians preference. The patient was doing well postoperatively.